Event description:
It was reported that the subject device had a disturbance on the screen. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a disturbance on the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 2/8/2022 h4.

Event description:
It was reported that the subject device had a disturbance on the screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, and the outer tube had a dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation it was due to the video cable was broken; therefore, there were stripes on the image. And for the newly identified malfunctions, the cause was traced to component failure of them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.